Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed in standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed in standby mode while being set up. The device was later evaluated by a biomed, and it was reported that the issue could not be duplicated, and there were no error codes observed in the event log. Biomed reported that the device is able to stay in standby mode without any issues. The pneumatics average air reading was zero, when set to zero, and was within specification. It was noted that the air inlet filter was dirty. The rse advised the customer to continue testing the device, and to perform an air flow and oxygen flow accuracy test before returning the device to service. No further actions were performed by philips.